Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 50.04 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient¿s pump was empty. The patient was due for a refill and the patient¿s therapy had not been intentionally discontinued. The empty pump considerations were reviewed, and the hcp was assisted with updating the pump. No patient symptoms were mentioned. It was noted that the patient had been on orals since (B)(6) 2019. No further complications were reported/anticipated.